Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-09377. The report was submitted in error.

Event description:
It was reported that the test data collection came out in (B)(6) but the board was tested in (B)(6).